Event description:
While carrying a zoll cct defibrillator to a patient room for transport, the folding upper handle of the defibrillator snapped and broke away from the device. The defibrillator fell to the floor striking the caregiver in the foot causing injury. Additional biomedical inspection found an additional defibrillator with a small crack in the handle which could eventually break. That device was removed from service as well.manufacturer to investigate and propose solution.